Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking/jolting sensation while bending over. The patient also "sees stars" while bending over. Stimulation was fine except while bending. Stimulation was lowered and the patient found it comfortable. Additional information was requested.